Event description:
It was reported that during a sigmoidectomy procedure, there was jamming which occurred with each device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Yielded jaws / returned empty device (a) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Device (b) was returned with the jaws yielded. In addition, the device was noted to be empty. No functional test was performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to spit clips. A batch record review was performed and no anomalies were found during the manufacturing process.